Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power cord. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the power cable on the 6800 system was coming out of the strain relief in the back of the unit. There was no report of pt or operator injury.